Manufacturer narrative:
Product ID: 338902853, lot# b0193013k, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type : lead. Product ID: 338902853, lot# b0193012k, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: lead. Product ID: 7482002102, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: extension. Product ID: 7482002102, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: extension. Product ID: 64002, lot# 0205772614, product type: adapter. (B)(4).

Event description:
It was reported the device was explanted due to an infection at the device pocket. There was doubt from the physician about the scar at a consult in the beginning of (B)(6) so the patient was prescribed antibiotics until the end of october. At the patient¿s november visit the infection was ongoing so the physician decided to explant the system. The type of infection was unknown. The entire system was explanted and not replaced and the patient was hospitalized. The event was considered ongoing and was related to the stimulator and procedure. If additional information is received on outcome a follow up report will be sent.

Event description:
Additional information reported the patient resolved without sequelae from the event.